Manufacturer narrative:
The qa (quality assurance) investigation results were received on (B)(4) 2013. Evaluation summary: the production lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr process. Data is periodically presented and reviewed by individuals responsible for assuring product safety. This review has not indicated any safety issue. Genzyme biosurgery will continue to monitor adverse events to determine if corrective action is required. Manufacturer's comment: the benefit-risk relationship of synvisc is not affected by this report.

Event description:
Arthritis [arthritis], knee pain [arthralgia], knee swelling [joint swelling], joint effusion [joint effusion]. Case description: spontaneous report was received on (B)(6) 2013 from a physician regarding a (B)(6) female patient, initials (B)(6), with gonarthrosis. The patient's medical history was significant for previous treatment with adant dispo for gonarthrosis. On (B)(6) 2013, the patient initiated treatment with synvisc (hylan g-f 20) injection at a dose of 2 ml in the knee (route, knee and frequency not provided). The lot number of synvisc was not provided. On (B)(6) 2013, the patient received second synvisc injection and developed pain and swelling at the injection site (knee) in the evening. The patient cooled the knee, but had no improvement and was referred to local orthopedic clinic. The same day, the patient developed arthritis. On unspecified dates in 2013, the patient developed joint effusion and had arthrocentesis as corrective treatment for knee swelling, joint effusion and arthritis. The treatment with synvisc was permanently discontinued. The event of arthritis had not yet recovered. The outcome for the events of knee pain, knee swelling and joint effusion was not provided. Relevant concomitant medications were not provided. The intensity for all the events was not provided. The relationship between synvisc and all the events was not provided by the reporting physician.